Event description:
A patient in (B)(6) was undergoing crrt with a prisma flex m150 set. During the treatment the male luer lock connector of the prisma flex m150 set from dialysate line was found to be broken. The treatment was discontinued with extracorporeal blood volume being returned to the patient. The patient was not symptomatic as a result of this event and did not require any medical intervention.

Manufacturer narrative:
The review of the prisma flex m150 set device history record and complaint history files for lot number 14i0503g shows that there is no manufacturing anomaly and no similar complaint reported for this lot. The prisma flex m150 set was not returned for investigation. Pictures of the involved dialysate luer connector were provided. In the pictures, there is a crack at the dialysate male luer connector.